Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched at the customer facility and confirmed the error e07 on patient side. In details, bearing damage on the stirrer motor, limescale buildup visible on pumps and heating coil were reported. To solve the issue, the stirrer motor was replaced. Functional tests were performed with positive results and the system returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that 3t heater cooler displayed error code e07 on patient side during procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2022 and no similar events were reported. Based on the investigation findings, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.